Event description:
As reported by the user facility: reference# 4253566-02, lot# 2f302583, occurred (B)(6) 2013, reported (B)(6) 2013. "After successful introduction of the IV catheter into the pt's vein, the safety mechanism clicked into place and the needle was placed back into the plastic pouch from which it was removed. After securing the IV in place and hooking the pt up to his IV bag with tubing, I was picking up all of the trash from his bed. At that time, the needle's safety mechanism disengaged or malfunctioned and poked through the plastic pouch, puncturing me in the palm of my left hand."

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). In a call received from the risk manager at the reporting facility, he stated that he has the needle and will sent it once the legal dept releases it. The risk manager confirmed that when the needle was removed, a clicking sound was noted and the needle was placed onto the table. After setting up the IV, the nurse picked up the needle and the needle bent. The nurse was stuck when the needle bent. The actual sample involved in the event has not been received for eval; however, the facility did sent pictures of the sample. All available info and the pictures were forwarded to the MFR, b braun malaysia. They reported that they were unable to review the batch record as the reported batch number is incomplete (missing digits). The pictures shows that the clip is not in an engaged position and the needle was bent (l-shape). Since a sample was not received, it is difficult to conduct further investigation as a conclusion cannot be drawn by observation from the pictures. A historical review of the customer complaint database, dating back one year, revealed no other complaints of this nature against product code# (B)(4). While no specific conclusions can be drawn, the event report did indicate that the nurse received the needle stick. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container. A follow-up report will be submitted if the sample is returned and/or additional pertinent info becomes available.